Event description:
A report was received that the patient was having trouble communicating with the ipg using a remote control. A bsn representative analyzed patient's database and confirmed a communication issue. Patient's ipg was replaced and the patient is doing well.

Manufacturer narrative:
The returned ipg passed visual, photographic, electrical and performance tests performed. The complaint was not confirmed. The ipg exhibits normal device characteristics.

Event description:
A report was received that the patient was having trouble communicating with the ipg using a remote control. A bsn representative analyzed patient's database and confirmed a communication issue. Patient's ipg was replaced and the patient is doing well.